Event description:
It was reported that the right ventricular lead pace/sense impedance has been slowly rising over the past year, reaching elevated values. The lead remains in use. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had died approximately three weeks after this report. The cause of death is being requested.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance. Patient alert for rv. Pace lead z >2000 ohms on (B)(6)-2010 03:00:06. Resistance/impedance increase. Weekly pacing log data shows min v.pace and max v.pace gradually increases from max v.pace=840 to 2187 ohms peak between (B)(6)-2009 and (B)(6)-2010.